Event description:
Consumer stated each time she went to replace the brush head and use it all the bristles would fall out. She had a problem with the first brush head right away and the 2nd brush head after a week. This is the first time using the brush heads. Product was not returned